Manufacturer narrative:
(B)(4). Guide wire: runthrough, wizard. Guide cath: heartrail ll. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. It should be noted that the rx trek/mini trek cdc instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body. Otherwise, complications may occur. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the preparation of a mini trek rx (1.2x6 mm) balloon was completed inside the patients anatomy and during pre-dilatation of a heavily tortuous, heavily calcified proximal right coronary artery lesion, the mini trek rx (1.2x6 mm) balloon ruptured at 5-6 atmospheres with the first inflation. The mini trek rx (1.2x6 mm) balloon was removed without difficulties. A non-abbott balloon delivery catheter and a non-abbott stent were used to successfully complete the stenting procedure. There was no adverse patient effect or significant delay in the procedure reported. There was no additional information provided.